Event description:
Revision occurred approximately 3 weeks after primary surgery for dislocation. Primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. 40 mm + 6 standard humeral cup explanted and replaced with a 40 mm + 3 stability humeral cup and 9 mm spacer. Post revision, it was discovered that the patient had an underlying infection.

Manufacturer narrative:
Revision occurred approximately 3 weeks after the primary surgery for dislocation. Post revision, patient presented with signs of infection. No actual, implied, or suspected link to fx product.